Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that patient presented with unknown symptoms in clinic for post procedure follow up. Upon device check, out of range, high capture threshold was observed. No other electrical anomalies were observed. Patient was in the operating room for lead revision and during the procedure lead insulation was cut at proximal end of the lead. Lead was explanted and a new lead was implanted. Patient was stable post procedure.